Event description:
An article was found during a literature review: achenbach et al transradial versus transfemoral (tf) approach for coronary angiography and intervention in patients above 75 years of age.; reports five (5) major adverse events for randomized to transfemoral (tf) access using the 6f 11cm avanti + sheath. The events were: one stroke, three cases of severe bleeding with the need for transfusion; one local hematoma that required surgical intervention; three events of late bleeding controlled by manual compression; and eight cases of pseudoaneurysm requiring ultrasound-guided compression. The three (3) events of late bleeding requiring manual compression were determined to be not reportable.

Manufacturer narrative:
(B)(6). Please note that this report represents notification of three (3) separate events involving hemorrhage requiring transfusion from a literature review source and for which specific patient information was not available. An investigation to obtain this information indicated that no additional information is available. This is one of four reports from the same literature article. Please reference MFR. Report # 9616099-2013-00404; # 9616099-2013-00405; # 9616099-2013-00406; and # 9616099-2013-00407.

Manufacturer narrative:
Complaint conclusion: the report received indicated that an article was found during a literature review: achenbach et al transradial versus transfemoral (tf) approach for coronary angiography and intervention in patients above 75 years of age.; reports five (5) major adverse events for randomized to transfemoral (tf) access using the 6f 11cm avanti + sheath. The events were: one stroke, three cases of severe bleeding with the need for transfusion; one local hematoma that required surgical intervention; three events of late bleeding controlled by manual compression; and eight cases of pseudoaneurysm requiring ultrasound-guided compression. The three (3) events of late bleeding requiring manual compression were determined to be not reportable. The products are not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The adverse events reported in this article are well-known potential adverse events associated with the invasive procedures as noted in the instructions for use. There are possible procedural and patient factors /age greater than seventy-five that may have contributed to the reported events. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of four reports from the same literature article. Please reference MFR. Report # 9616099-2013-00404; # 9616099-2013-00405; # 9616099-2013-00406; and # 9616099-2013-00407.